Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patent was called for a lead reposition, it was then noted that the right ventricular lead was fractured. The physician elected to cap the lead on (B)(6) 2021, and replace it with a new one. The patient did well, and was discharged.